Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. Reportedly, the customer found an obstruction in the patients endotracheal tube. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.